Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 21532 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 4 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice #50032 (that the safety system detected a compromised outer vacuum). Pressure testing and inspection of sub-components of the balloon, handle, and shaft segments was performed. During inspection and pressure testing of the handle segment, a leak path/breach was identified at the shaft to y-block fitting bond. The shaft was partially detached from the y-block fitting. In conclusion, the reported phrenic nerve injury occurred during the procedure. The balloon catheter failed the returned product inspection due to a bond leak was observed at the shaft and y-block fitting. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the balloon catheter, there was a phrenic nerve injury and loss of diaphragm movement during phrenic nerve pacing. The patient was not under general anesthesia, and the case was completed without the need for medical or surgical intervention to prevent permanent impairment. The loss of diaphragm movement did not recover within the next 30 minutes. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.